Manufacturer narrative:
(B)(4). Quality-safety evaluation of ptc. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and during placement procedure, the essure installation went wrong, too deep in fallopian tube. This event, seen as device deployment issue, is serious due to medical importance (hospitalization and disability were mentioned but not specified neither described) and listed in the reference safety information for essure. Device deployment issue may occur during essure insertion procedure. In this case the placement went wrong, the insert was placed too deep into fallopian tube. Considering this event occurred associated to insertion procedure, causality with essure use cannot be excluded. Since essure removal was required (implying in intervention) this case is regarded as incident. Other non-serious events were reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information cannot be requested due to lack of contact information.

Event description:
This is a spontaneous case report received via regulatory authority in united states on 11-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Physician reported essure installation went wrong, too deep into the fallopian tube. A number of side effects occurred, pain, heavy and irregular periods, hair loss, e-belly, swelling. Essure was removed on (B)(6) 2015. No additional details were reported. Concomitant medication included diurex and menstrual pain medications. The seriousness criteria disability was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and during placement procedure, the essure installation went wrong, too deep in fallopian tube. This event, seen as device deployment issue, is serious due to medical importance (hospitalization and disability were mentioned but not specified neither described) and listed in the reference safety information for essure. Device deployment issue may occur during essure insertion procedure. In this case the placement went wrong, the insert was placed too deep into fallopian tube. Considering this event occurred associated to insertion procedure, causality with essure use cannot be excluded. Since essure removal was required (implying in intervention) this case is regarded as incident. Other non-serious events were reported. Further information cannot be requested due to lack of contact information. Technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs